Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump received has reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.